Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezf1909 showed one other similar product complaint(s) from this lot number. Device not returned.

Event description:
Facility reported to sales representative that a nitinol wire allegedly became stuck in a patient. They reported that on the second stick, the wire was said to have not gone past the shoulder with a lot of resistance. Clinical went to pull the wire and it would not come out. The nurse was said to have been waiting on a vascular surgeon to come to the bedside to remove. Patient was reported as having had several piccs before. No status received yet if wire was able to be removed. Sales representative advised the facility to keep the wire for evaluation. No harm reported to patient.